Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Platinum diversity clinical study. It was reported that angina occurred. In (B)(6) 2015, the patient presented with significant bilateral arm discomfort. Three days later, clinical assessment indicated that the patient did not have a qualifying angina status and index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery to the mid lad with 100% stenosis and was 34mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation and a 3.00mmx38mm promus premier verolimus-eluting platinum chromium coronary stent, which caused a grade a dissection within the target lesion. Post-dilatation was performed with 0% residual stenosis. Post-dilatation was performed with 0% residual stenosis. Post index procedure, the patient went on to develop significant apical and anteroseptal akinesia, and experienced occasional chest discomfort. The patient was started on anticoagulation therapy. Six days post index procedure, the patient was discharged on aspirin. In (B)(6) 2015, the patient experienced stable angina, which required hospitalization and intervention of coronary artery bypass graft (CABG) surgery and a target vessel revascularization (tvr) to the proximal lad. The post-treatment diameter stenosis was 0%. The patient presented with significant 3-vessel coronary artery disease following a fairly significant anterior septal myocardial infarction. The four vessel CABG procedure included the left internal mammary artery to the lad, and vein grafts to the diagonal, obtuse marginal, and distal right coronary, with left ventricular aneurysmectomy and removal of a clot. Seven days post hospitalization, the CABG surgery was considered resolved, and the subject was discharged from the hospital.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was diagnosed with fairly significant anterior septal myocardial infarction (mi). The patient did not have a qualifying angina status. The index procedure was considered marginally successful due to the complications of a dissection caused by the wire prior to stent implantation. Post index procedure, one episode of chest discomfort led the patient to present to the emergency department (ER), where negative troponins were noted and the patient was continued on medicinal therapy. Myocardial infarction led to true dyskinesia of the anterior and anterior apical aspects of the left ventricle. Repeat echocardiograms demonstrated a dilatation of the anterior apical aspect of the left ventricle with obviously dyskinetic aspects of the ventricle. There was evidence of a clot within the apical portion and the subject was started on anticoagulation therapy. Transesophageal echocardiogram was performed which revealed anterior apical dyskinesia but otherwise well preserved left ventricular function on the lateral and basal segments of the left ventricle. The pre-treatment percent diameter stenosis of the target lesion was unknown and the post-treatment diameter stenosis was 0%.